Event description:
A mini-bag containing ketorolac was hung at 23:30. The user noticed the solution flowing into the drip chamber at a rapid rate. The mini-bag was hung higher than the primary bag. The user clamped the primary line and observed the mini-bag still dripping and noticed it was filling the drip chamber of the primary line despite the check valve. No additional info was available.

Manufacturer narrative:
(B)(4). The customer's experience of a back check valve failure was confirmed. Functional testing performed showed that backflow from the secondary bag into the primary bag occurred due to a faulty check valve. The root cause of the check valve backflow/back check failure is due to a polyvinylchloride (pvc) particle found inside the check valve that prevented the silicone diaphragm from fully seating against the housing seal area. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported. Exp date: 05/01/2013 or 06/01/2013. MFR date: 05/2010 or 06/2010.